Manufacturer narrative:
(B)(4) d10: shell porous with multi holes 62 mm, item: 00620206220, lot: 62289761. Bone screw self-tapping 6.5 mm dia. 15 mm length item: 00625006515, lot: 61738434. Bone screw self-tapping 6.5 mm dia. 25 mm length item: 00625006525, lot: 62437499. Liner 7 mm offset 32 mm i.d. For use with 62 mm o.d. Shell item: 00634106232, lot: 62119919. G2: australia . The product was requested but was not returned by the hospital; therefore, it will not be sent to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.

Event description:
It was reported that the patient underwent a hip revision approximately 12 years post implantation due to pain and loosening. Follow-ups to gather additional information are currently in process.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b5; d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause for the reported pain cannot be determined; additional information confirmed the revision occurred due to loosening of the stryker stem. As there was a competitor stem and head used with a zimmer cup and screws. It's unknown if this caused or contributed to the reported event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported that the patient underwent a hip revision approximately 12 years post implantation due to pain and loosening. During the procedure, it was noted that the shell and screws were revised, along with a competitor stem due to loosening, as well as a competitor head component. No additional information is available for the reported event.